Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous, indicating a break in the inner conductor coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, the helix on this pacing lead could not be extended even after 50 turns of the fixation tool. The lead was removed and a non-boston scientific lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.